Manufacturer narrative:
Investigation: customer returned (41) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported nothing comes out of the needle in the middle of injection; it hurts when it does not work. All 41 returned pen needles were examined and the following was observed: 12 with broken non-patient end (npe) cannula; 29 with bent npe cannula. 30 of the returned samples were selected, and then tested for visual inspection of point geometry, outer diameter and lube coverage. All 30 reviewed samples tested within specification, and no evidence of manufacturing defects was observed. Since all 41 samples were returned after use, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320122. Batch no. 9044752, unknown. Verbatim: issue: consumer reported nothing comes out of the needle in the middle of injection. It hurts when it does not work. Sample available, all mixed with other pen needles that did not work consumer uses new needle for each time of his injection, he does not do the priming. He can tell which needles does not working the way how he feels during the attachment. He does not visually tests the needle to see if it is straight. He firmly attaches the pen needle. He rotates the injection site. Offered to send the voucher. Partially insulin came out of the injection from different boxes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9044752. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-02-13. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9044752, unknown. Verbatim: issue: consumer reported nothing comes out of the needle in the middle of injection. It hurts when it does not work. Sample available, all mixed with other pen needles that did not work. Consumer uses new needle for each time of his injection, he does not do the priming. He can tell which needles does not working the way how he feels during the attachment. He does not visually tests the needle to see if it is straight. He firmly attaches the pen needle. He rotates the injection site. Offered to send the voucher. Partially insulin came out of the injection from different boxes.